Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device implant, the programmer lost connection with the implantable pulse generator (ipg). The tablet and patient connector were moved closer to the patient, but the connection was not able to be reestablished. The session was ended and the ipg was interrogated post-implant. The programmer remains in use. No patient complications have been reported as a result of this event.